Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump was received with missing retainer ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Unable to perform displacement test and occlusion test due to missing retainer ring. Unable to lock a test p-cap or test reservoirs due to missing retainer ring. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, missing o-ring (reservoir tube), detached retainer, broken reservoir tube lip, and pillowing keypad overlay. Unable to verify customer's complaint for low reservoir anomaly due to missing retainer ring. Missing retainer ring was confirmed during visual inspection. Moisture damage was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues rewinding the piston on the pump. The customer reported no adverse event. The event involved product(s) mmt-1760kpk. Troubleshooting was performed. Customer reported pump got alert rewind not in function. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1760kpk was requested and the device was returned.